Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level in the 500-600s mg/dl range. A correction bolus and insulin injections were administered; the bg level did not decrease. The contact took the customer to the emergency room (ER). The customer was treated with an intravenous insulin drip. The customer left the ER after approximately 5 hours with a bg of 203 mg/dl and the ketone level was still large. The ketone level was not considered as dangerous. The contact did not know the cause of the high bg; however, the customer had recently lost a family member and that the stress may have caused the high bg.